Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 206 mg/dl. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that they did not receive the second series of beeps nor did numbers appear on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification, and passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window.